Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of an implantable pacing lead the patient complained of chest pain followed by decline of consciousness. There was a decrease in blood pressure and oxygen saturation. The procedure was terminated. Cardiac massage was performed and medication was administered. An implantable pacing lead perforation was suspected. Pericardiocentesis was performed, and the patient recovered consciousness, however temporary pacing was applied. No further patient complications have been reported as a result of this event.